Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a severe tricuspid valve regurgitation which was noted on echo. The suspected cause was the patient underlying heart disease. Moreover, there were no actions taken on this event and issue was unresolved. Additional information was received indicating that the right ventricular (rv) lead adhered to one of the tricuspid valve leaflets. The physician stated that leads could interact with the tricuspid valve leading to severe tricuspid valve regurgitation. This rv lead remains in service. No additional adverse patient effects were reported.